Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings. The battery compartment was cracked. Unrelated to this issue, the audio bolus button cover was torn, but still functional. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2017.